Manufacturer narrative:
The returned device was evaluated and found that the needle mechanism did not deployed. The ratchet gear teeth were observed to be damaged on the top rung of the ratchet gear, which allowed the hook talon to slip over the ratchet gear, failing to drive the ratchet gear forward and causing a drive stall. This prevented the needle mechanism from deploying during the second priming sequence. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports while wearing a pod for less than an hour the needle did not deploy and that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient also reports upon removal of the pod the cannula was not visible. The patients reported blood glucose level was 184 mg/dl.